Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on an unknown date and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03380. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent concurrent cystoscopy procedure. It was reported that following insertion patient experienced urgency, frequency and interstitial cystitis.

Event description:
It was reported that patient underwent concurrent cystoscopy procedure. It was reported that following insertion patient experienced urgency, frequency and interstitial cystitis.

Manufacturer narrative:
Date sent to the FDA: 01/10/2017. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
Date sent to the FDA: 1/18/2017. (B)(4). It was reported that following insertion the patient experienced voiding dysfunction and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urge incontinence, vaginal atrophy and urinary tract infection.

Event description:
Details: it was reported that following insertion the patient experienced urge incontinence, vaginal atrophy and urinary tract infection.